Event description:
It was reported the right ventricular (rv) lead had noise which triggered the rv lead integrity alert. It was further reported that the rv lead exhibited oversensing and an apparent fracture. The rv lead was explanted and replaced. The right atrial (ra) lead was also returned to the manufacturer after being explanted and not replaced based on medical judgment. The ra lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular (rv) lead had noise which triggered the rv lead integrity alert. It was further reported that the patient complained of 'sharp jabs' in the patient's lower chest for the week prior to the patient's follow up visit. The rv lead was explanted and replaced. The right atrial (ra) lead was also returned to the manufacturer after being explanted and not replaced based on medical judgment. The ra lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular (rv) lead had noise which triggered the rv lead integrity alert. The rv lead was explanted and replaced. The right atrial (ra) lead was also returned to the manufacturer after being explanted and not replaced based on medical judgment. The ra lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Manufacturer narrative:
This report is based in part on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and all insulators were breached due to clavicle rib crush. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal and proximal conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted and had cosmetic environmental stress cracking, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. (B)(4) - the full lead was returned, analyzed and the outer insulation was breached due to clavicle-rib crush. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix mechanism and tissue on the helix.